Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that both diaphragm on the 511sd and the one seal tore causing loss of pneumo. The case was completed with an add'l 511sd and one seal. There was no consequence to the pt.